Manufacturer narrative:
Product complaint#: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Subject ID: (B)(6). Study no: (B)(4). Clinical adverse event received for excision of fatty tissues on right knee: device related: remote possibility, procedure related: possibly, date of event: 16 apr 202, date of implant: on (B)(6) 2024, date of revision: no information provided, device location: right. Treatment/impact: no information provided. Depuy synthes products used: component type: femoral component, catalog number: 150440204, lot number ID: m52f81, description: attune knee system revision crs femoral cemented right size 4, component type: tibial base component, catalog number: 150660002, lot number ID: 4185867, description: attune knee system revision rotating platform tibial base cemented size 2, component type: tibial insert component, catalog number: 151710408, lot number ID: 4444790, description: attune knee system revision rotating platform tibial base cemented size 2, component type: cement, catalog number: 66017750, lot number ID: 68761385, description: no information provided.